Manufacturer narrative:
The device has not been returned to solventum for analysis and a lot number was not provided. Solventum is unable to verify the leak, identify exact location and root cause without a sample. Based on the problem description, a likely cause is the tubing disconnected from the spike. Possible causes include pulling on tubing instead of holding on to the spike, excessive twisting of the spike, excessive force on the tubing when removing spike from infusion bag, or insufficient bond of tubing to spike. Spike to tubing bond failure can also be caused by over pressurization of set above 300 mmhg. Solventum will continue to monitor.

Event description:
A user facility reported a 3m¿ ranger¿ blood/fluid warming high flow set leaked during a rapid blood transfusion. The tubing separated from the spike while under pressure. No injuries or medical interventions were required due to the alleged malfunction.